Manufacturer narrative:
This device is used for therapeutic purposes. Also being used was a computer (B)(4); lot # and serial # were not provided, therefore, we cannot determine manufacture date. (B)(4). Product will not be returned for evaluation. (B)(4).

Event description:
It was reported the device is working intermittently. The customer and our technician in the or reported that when executing a tcemep stimulus the trace doesn't get the information the first time, but they check that the patient is moving by the application of the electrical stimulation. The second time that they execute the test tcemep, the trace captured the electrical activity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.